Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose exceeded 400 mg/dl while wearing the pod between 24 and 36 hours on the arm. Patient had been delivering multiple boluses, in an attempt to self treat bg elevation. Subsequently, patient changed pod, administered an additional bolus, and visited the emergency room where she was diagnosed with hyperglycemia. Treatment consisted of intravenous delivery of insulin. Patient was discharged 4 hours, thereafter.